Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: lumbar radiculopathy. For which, patient underwent following procedures: redo right, left l3, l4, l5 and s1 hemilaminectomy. Far lateral decompression of the nerve roots at l3-4, l4-5 and l5-s1 bilaterally. Right transforaminal diskectomy l3-l4, l4-l5, l5-s1. Placement from the right a transforaminal interbody fusion device at l3-l4, l4-l5, l5-s1. Posterior segmental instrumentation l3-l4, l4-l5, l5-s1 using surgical dynamics MRI compatible posterior instrumentation and pedicle screw system. Bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from the spinous process at l3-l4, l4-l5, l5-s1. Placement of epidural catheter for postoperative delivery of an epidural anesthetic. Harvesting of bone marrow aspirate from the iliac crest for preparation of stem cells for posterolateral arthrodesis. Per op notes, surgeon placed rhbmp-2 and stem cells in the lateral gutter for posterolateral arthrodesis at l3-l4, l4-l5, and l5-s1. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: patient got discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.